Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the ¿trocar shaft broke in half.¿ are you referring to the obturator or the sleeve?

Event description:
It was reported that during a right lower lobectomy the trocar shaft broke in half. Nothing fell into the patient. A second like trocar was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 06/20/2018. Batch # r92v6a. The analysis results found that the 2b5lt instrument was received with the sleeve broken. In addition, the tyvek was returned along with the instrument. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. The reported complaint was confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.